Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot #73l1400294 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
When a clip was loaded on the applier it got broke. The one broken part was loaded on the applier but the other part was left in the cartridge. There was no patient harm.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with its original packaging. The customer also returned a loose clip that was broken in half at the hinge. The clip cartridge and the loose clips were visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were two clips remaining in the cartridge and one half clip that had been broken at the hinge. The broken clip was stuck at the bottom of the cartridge and appeared to match the broken loose clip. One of the intact clips in the cartridge was only partially in the cartridge. The cartridge appears damaged as the clear piece that holds the clips in place has popped out of place on one side and is bent inward. The returned sample appears used as there is biological material present on the cartridge. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The clip that was loose inside the cartridge was manually loaded into the jaws of the applier. Once loaded, it was able to properly close. The other clip in the cartridge was also able to properly load. Other remarks: and close. No functional issues were found with the returned clips. The broken clip was unable to be removed from the cartridge for further examination. The IFU for this product, l06112 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the cartridge indicates that operational context caused or contributed to this event. The reported complaint of "clip broke" was confirmed based upon the sample received. The customer returned a broken clip that was broken at the hinge. Upon functional inspection, both of the intact clips were able to properly load and close. The actual clip applier was not returned. Therefore, based upon the damage observed and the time of discovery, operational context caused or contributed to this event. No further action will be taken.

Event description:
When a clip was loaded on the applier it got broken. The one broken part was loaded on the applier but the other part was left in the cartridge. There was no patient harm.